Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, when the staple line was being fired across the distal rectum, the stapler was able to fire, there was poor staple formation. The surgeon had great access and visualization to the tumor and his distal resection was very low and close to the anus itself. They had to use 4 x 45mm reloads to cut across the rectum tissue. And when the stump was examined the staple line had completely failed. When they examined the specimen, they found a staple line on one side of the tissue however the distal resection was totally incomplete, and the specimen was open. Due to the failure in the staple line another more experienced surgeon had to assist to complete the repair of the hole in the rectal stump by suturing the staple line from the outside which was not planned. Four reloads were used in the distal rectal tissue. The surgical time was extended by thirty minutes or more. The incision was extended, and the surgeon had to do a pfannenstiel incision to remove the specimen.

Manufacturer narrative:
Additional information: d8, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that each reload was fully fired with the jaws opened. One of the reloads had damage to the cutting edge of the knife blade. Functional testing of the reloads found no abnormalities. It was reported that the staple line was incomplete and there was staple formation issue. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. Damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.